Manufacturer narrative:
Method: device was discarded and will not be returned. Additional manufacturer narrative: the device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without examination of the subject device, the investigation into the root cause of the perivalvular leak which caused the explant remains inconclusive. Despite multiple attempts, no additional information has been received. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device. Edwards lifesciences will continue to monitor all reported events, initiate proper investigations, and generate trend analysis as needed.

Event description:
Reportedly, a 3000-23mm bioprosthesis valve was explanted at implant due to a suture line leak on the annulus and replaced with another valve of the same model and size.the operative report provided on march 22, 2011 states, "a 23mm valve was initially placed, but there was a perivalvular leak on the post replacement tee. A 25mm valve was then placed. A tee was indicated for aortic stenosis and the post procedure exam showed no paravalvular leaks."